Event description:
It was reported that it was a cannulated hip to a thr. This was a right hip revision.

Manufacturer narrative:
Device will not be returned. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. A review of the labeling did not indicate any abnormalities. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. It was reported that the patient was revised because of arthritis please note that the current IFU reads: stryker osteosynthesis implants are single use devices intended for the temporary fixation, correction or stabilization of bones. The use of these devices provides the surgeon with a means of bone fixation for the management of fracture and reconstructive surgery. These devices are intended only to assist healing and are not intended to replace normal bone structures. No fracture fixation device that is subject to material fatigue can be expected to withstand activity levels in the same way as would a normal healthy bone. The fracture fixation system, therefore, will not be as strong, reliable or durable as a normal human bone. Post operative the implant is a short-term implant. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explantation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Regular post-operative examinations (e.g. X-ray checks) are advisable. Adverse effects conditions attributable to non-union, osteoporosis, osteomalacia, diabetes, inhibited revascularization and poor bone formation can cause loosening, bending, cracking, fracture of the device or premature loss of rigid fixation with the bone. Therefore this case could be classified as patient related. The revision was due to patient's conditions. No failure of the implants was reported. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that it was a cannulated hip to a thr. This was a right hip revision.